Event description:
Extreme fatigue, weight gain, cramping, heavy menstrual cycles, headache, body rashes, bloating, joint pains. Placement was in (B)(6) of 2016, symptoms started in (B)(6) and are progressively getting worse.